Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the tfna nail, blade and 5mm locking screw was removed as the lateral aspect of the blade was projecting laterally beyond the lateral vortex and the patient was experiencing irritation. This was 18 months post op and healing of the fracture had occurred. The blade had protruded laterally due to controlled collapse during weight bearing. No implants were re-inserted. The patient outcome was unknown. This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 1 report as march 06, 2020 but should have been april 23, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 03.010.170, lot number: l829494, manufacturing site: hägendorf, release to warehouse date: 7. June 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Picture review: the received picture confirm the issue as per event description that the instrument stuck together; the complaint therefore has been determined to be confirmed. Investigation site: customer quality (cq) zuchwil, selected flow: device interaction / functional. Visual inspection: the visual inspection has shown that the hammer guide, extract-instrument as well as tfna femoral nail jammed together. The connection of these parts can not disassemble anymore. These articles are in a used condition. The instruments has some heavy hammer blows as well nicks visible on the surface. Functional test: a functional test cannot be performed of the detected damage. The attempts failed to disassemble the jammed extraction - construct of the returned parts. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the received condition agree with the complaint description and the complaint therefore is confirmed. The investigation has shown that that the extract-instrument, hammer guide as well as tfna femoral nail jammed together. The connection of these parts can not disassemble anymore. These articles are in a used condition. The instruments has some heavy hammer blows as well nicks visible on the surface. These indications led us assume that the instruments encountered unintended forces, such as a mechanical overload (before / during / after) extraction surgery, which finally caused the post manufacturing damages. By the evidence that signs of misuse were found on the devices, we can conclude that the damage and disassemble is a result of excessive force and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during extraction surgery can be made. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: there is patient involvement, however patient information is unknown. G3: source of report is not healthcare professional. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.